Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number - unknown; manufacture date - unknown.

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on an unknown date. Legal counsel reports patient allegations of pain, metallosis, inflammation, damage to surrounding bone and tissue and lack of mobility. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.